Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter has returned for evaluation. A visual evaluation was performed and a cut was noted due to the user puncturing to deflate the balloon. No other anomalies were noted to device. A functional evaluation was performed and the device guide wire lumen was flushed, and an in-house guide wire was inserted without any issue. An attempt was made to inflate the device with an inhouse presto device, but the balloon was initially unable to inflate. The pressure was increased and fluid began to leak from the cut in the balloon. The balloon was then cut to examine the inflation lumen. Under the microscopic observation it was noted the inflation/deflation ports on the inflation lumen were collapsed. The glue bullet was also noted to be not seated correctly. Therefore, the investigation has confirmed for reported deflation issue as the deflation holes were noted to be collapsed. The investigation is also confirmed for the reported retraction issue as the glue bullet was noted to be not seated in the correct position. The deflation issue is likely the cause of the retraction issue. The collapsed deflation port is the likely cause of the deflation issue. However, the definitive root cause of the deflation issue is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: b5, d4 (expiry date: 10/2023), g3 h11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in the left arm brachial vein stenosis, the pta balloon allegedly failed to deflate. It was further reported that the device was allegedly had retraction issue through the sheath. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure in the left arm brachial vein stenosis, the pta balloon allegedly failed to deflate. It was further reported that the device was allegedly had retraction issue through the sheath. There was no reported patient injury.